Manufacturer narrative:
Visual inspection showed that the distal end appears slightly twisted. Dried body fluid found on the handle, main shaft and distal end. Dried saline on the distal end and inside several irrigation ports. While manipulating the shaft, continuity checks revealed no electrical shorts or opens as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Connected the device to a maestro 4000 to measure tip temperature. During 5 minutes at room temperature (22.3c), the maestro displayed 22c. While soaking the distal end for 5 minutes in a tank of 37.0c saline, the maestro displayed 37c. Ablation was verified by using a maestro generator 4000, a metriq pump, and a tank of 37c saline solution. The device was found within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a steam pop occurred. A intellanav mifi open-irrigated catheter was selected for a paroxysmal atrial fibrillation procedure. During ablation it was noted that there was high artifact and high impendence readings and a steam pop was occurred during radiofrequency ablation. The cables were switched first and then switched out the catheter with another intellanav mifi open-irrigated catheter. No patient complications were reported and the patient's current condition is fine.

Event description:
It was reported that a steam pop occurred. A intellanav mifi open-irrigated catheter was selected for a paroxysmal atrial fibrillation procedure. During ablation it was noted that there was high artifact and high impendence readings and a steam pop was occurred during radiofrequency ablation. The cables were switched first and then switched out the catheter with another intellanav mifi open-irrigated catheter. No patient complications were reported and the patient's current condition is fine.